Manufacturer narrative:
(B)(4). The field service engineer (fse) verified the malfunction. The fse inspected the device and replaced the graphic user interface (gui) printed circuit board (pcb) and updated the hardware on the backlight inverter printed circuit boards (pcbs). The unit passed extended self testing.

Event description:
The customer reported that an 840 ventilator had a blank screen while in use on a patient. No information is available regarding the patient being transferred to another ventilator. The patient was not harmed or injured as a result of the event.